Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Manual realignment of the staples was attempted; however, the staples still would not fire successfully. The first two misaligned staples were manually removed. The next staple fired on its fourth attempt. Additional staples fired inconsistently. The sample was returned to the tecate manufacturing site for further analysis. At the manufacturing site, a visual inspection of components (pusher, staples, cover block, and rail) was performed, and no burrs were observed. Nine staples were fired properly and consecutively. The pawl was correctly assembled. The staples were dimensioned, and the staples met the specification. Different configurations were tested using new components, including forming tool, compression spring, anvil, trigger, and frame, but no issue was identified. According to the evaluation carried out by both manufacturing sites, the reported complaint was confirmed. It could not be determined what exactly caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance, which was closed on september 14, 2022. The returned sample was manufactured prior to these containment actions and corrections. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance, which was closed on september 14, 2022. The returned sample was manufactured prior to these actions. In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was sent to the tecate manufacturing site for additional evaluation. It could not be determined what caused the staples to misalign. A nonconformance was opened by the manufacturing site to address this issue. The returned sample was manufactured prior to the containment actions and corrections established to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the patient was an animal; the stapler used by a veterinarian. The staples were not getting out of the stapler. Additional customer information indicates that there was no animal injury and when opening the packaging that staples were not firing.

Event description:
It was reported that the patient was an animal; the stapler used by a veterinarian. The staples were not getting out of the stapler. Additional customer information indicates that there was no animal injury and when opening the packaging that staples were not firing.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot#: 73b2200424 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.